Manufacturer narrative:
Result: bent timing link and broken footboard modules.

Event description:
It was reported by service report that the head right siderail would not raise, and the footboard was inoperable. It is unk if there was pt involvement or if adverse consequences to report.